Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report. The UDI is unknown due to the product being manufactured prior to 2008.

Event description:
Manufacturer report reference number: 1627487-2020-49148, 1627487-2020-49150. It was reported that the patient experienced ineffective stimulation. As a result, the patient had the system explanted to address the issue.

Manufacturer narrative:
At receipt the ipg did not communicate with a lab ppg due to depleted battery. The root cause is consistent with user error. Per the event details, patient stated the ¿system died a long time ago.¿ the root cause is consistent with user error. According to the eon dfu review, there is adequate information for preserving the ipg when not in use. In the dfu, the shaded area entitled ¿caution¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If the patient does not recharge the battery within the aforementioned 2 to 18 month time frame after the loss of stimulation, the ipg may lose its ability to be recharged. If the ipg cannot be recharged, the implant will need to be replaced."

Manufacturer narrative:
Correction d4: sn should be (B)(6), instead of (B)(6).